Manufacturer narrative:
Patient identifier and age not provided. Device has not been returned to sorin group (B)(4) for evaluation. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the sorin centrifugal pump system with tubing clamp did not reach a high enough flow during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin centrifugal pump system with tubing clamp did not reach a high enough flow during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin centrifugal pump system with tubing clamp did not reach a high enough flow during a procedure. The investigator of sorin group (B)(4) confirmed that the reported issue depends on disposable which was supplied by a competitor. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and discovered that the user was utilizing a medtronic disposable adapter with the sorin device. The device is not approved for use with competitor disposables, as stated in the IFU. The service representative connected a flow meter to the scp drive and simulated blockage and maxed the rpm but was not able duplicate the issue. The customer was satisfied with the service and the unit was released. Sorin group (B)(4) has concluded that this issue was the result of the user failing to adhere to the instructions outlined in the IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.